Event description:
Device 2 of 5; reference MFR. Report#: 3006705815-2019-00758, reference MFR. Report#:1627487-2019-02814, reference MFR. Report#:1627487-2019-02815, reference MFR. Report#:1627487-2019-02816.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 5: reference MFR. Report#: 3006705815-2019-00758, reference MFR. Report#:1627487-2019-02814, reference MFR. Report#:1627487-2019-02815, reference MFR. Report#:1627487-2019-02816. It was reported that the patient experienced an infection. As a result, the patient's system was explanted in september 2017 ( the exact date of explant is unknown). It was unknown if the infection was resolved, however the patient had mrsa during the scs re-implantation.